Event description:
A customer reported experiencing a cartridge alarm 20 during the load process. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred. Technical support arranged to replace the pump and instructed the customer on using an alternate insulin therapy method, mdi, until the new pump arrives. A replacement pump with updated software was sent, and the customer was advised on returning the faulty pump.